Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was listed in the recent ingenio advisory population. The patient is pacer dependent, with two years of battery longevity remaining. As per advisory guidelines, the physician elected to prophylactically explant and replace this device. The device was attached to two epicardial leads, with the third lead capped. The pacemaker was replaced with a different model, and all three epicardial leads (non bsc) were connected to the new device. No additional adverse patient effects were reported. This device will not be returned for analysis, as it was discarded at the hospital.